Event description:
It was reported that within one day of the implant procedure, the right ventricular lead dislodged. High threshold was measured during post-op and then ventricular capture management also reported high threshold the night after implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).